Event description:
Potential for injury associated with loose wheel locks on a prox4s manual wheelchair. This event could cause the chair to roll on an incline or it could cause the user to fall when attempting to rise from or sit into the chair.